Manufacturer narrative:
Correction: h6 device codes (fdd/annex a); img (annex g) component codes. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the right ventricular (rv) lead implantation attempt, the lead was unable to be connected properly to the pacing system analyzer cables. It was suspected that the rv lead connector pin was broken.  The signal on the rv lead remained noisy with no identifiable cardiac signal. Troubleshooting was performed by reseating the connector, repositioning the rv lead, using another set of cables, trying the atrial channel on the psa adaptor, disposable cables and trying a completely different psa adaptor.  Per the physician, the connector of the rv lead looked normal.  After exhaustion of troubleshooting methods, a new lead was used which performed as expected, no noise or signal issues.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.